Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with six infusion sets cannulas were bent. The events were noticed within the last 6 month. The patient faced symptoms within 3 hours of insertion. The insertion site was abdomen. The blood glucose level was displayed as high. Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1877130 - device 2 of 6. Patient city: (B)(6).